Manufacturer narrative:
To date the device involved in the reported incident has not been reviewed for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the forceps burnt. No patient injury, no further information available. 5 of 12.

Manufacturer narrative:
Additional information received on dec/7/2015. The instrument burned at the connection of the forceps and the cable with crepitus, sparks and smoke. There was risk of burn for the patient and surgeon.

Manufacturer narrative:
On (B)(6) 2015 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - the instrument does not coagulate. The electrode is on short-circuit. The electrical insulation is compromised under the tube. However, this part is not in patient contact. The risk of electrical arc and so of patient burn is very low. Device history evaluation - no nonconformity related to this issue for this lot. Conclusion: the cause of this defect cannot be determined with absolute certainty. It may come from a manufacturing defect during the coating of the electrode's wires or the formation of an electric arc, probably due to the presence of humidity on the connection zone. It can come from a defect of cleaning or of drying of the instrument.